Manufacturer narrative:
Unit passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were hard to press and sticking. Customer¿s blood glucose was unknown at the time of incident. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.